Manufacturer narrative:
The device was discarded, but the customer sent a video confirming the leak at bag spike/clave bonded connection. Investigation identified that the breakage most likely occurred during the handling and transfer of the set on the cart. The lot review was performed and did not identify any non conformances or issues during manufacturing.

Event description:
The event involved an allegation of a broken spike that resulted in leaking of chemotherapy drug (evoltra) at the site between white and blue part. There was patient involvement, but no blood loss, no unprotected chemo exposure and no adverse event.